Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Fifteen days post filter deployment, computed tomography (CT) revealed moderately bilateral lower lobe pulmonary emboli was noted. There was an extension from segmental into sub segmental branches within both lower lobes. There was also an extension into a sub segmental branch in the medial right upper lobe. Approximately six months later, an inferior vena cavagram revealed the apex of the filter device was significantly tilted rightward as compared to the previous study. At least one of the longer legs of the filter device demonstrated a transverse to slightly cephalad orientation as it engaged the anterior left caval wall. There was no thrombus identified within the inferior vena cava filter. Attempts were made at engaging and recovering the inferior vena cava filter. The attempts were unsuccessful because of the inability to encircle the apex of the filter with the retrieval cone. Eventually, one year and three months later, computed tomography (CT) revealed the inferior vena cava filter was in place. Therefore, the investigation is confirmed for the filter tilt, material deformation, and retrieval difficulties. However, the investigation is inconclusive for filter limb detachment, perforation of the ivc, filter migration. Additionally, it can be confirmed that the patient experienced pe post-deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2008), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted, migrated, struts perforated, detached and retained in caval wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.